Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient has reported a dark temporal shadow. The lens is slightly decentered and the visual field shows a temporal decrease. Additional information has been requested.